Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 375 mg/dl, which was addressed with manual injections. Reportedly, the customer called tandem technical support for assistance in changing the maximum bolus settings. The customer reported that the current setting was set at 10 units; however, the customer sometimes delivers a bolus that is larger than 10 units of insulin. Recommendation was made to consult with health care provider regarding adjusting the settings.